Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in california where it was inspected by a trained f&p service technician. The device was then repaired and returned to the customer after passing peformance tests. Our investigation is based on the information provided by the f&p service technician. Result: performance testing revealed that the manometer was out of specification and the t-piece was broken. Conclusion: we are unable to determine the cause of the reported event, however it is most likely caused by physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facitly in minnesota reported that an rd900 neopuff infant resuscitator had internal damage something was rattling inside. There was no patient involvement.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator had internal damage something was rattling inside. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.